Manufacturer narrative:
The company representative went on site and evaluated the system due to the reported event. The company representative verified the system to function as intended. The system cannot be confirmed as the cause of this reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete side cut inferiorly following corneal flap creation of the right eye. The surgery was completed without harm to the patient. Upon additional follow up, it was reported that the patient experienced diffuse lamellar keratitis following treatment. The surgeon cleaned under the flap and additional topical drops were used.